Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement was reported. Additional information indicated that engineering analysis confirmed that the device behaved in a manner consistent with exposure to low temperatures during storage. The voltage is correlated with temperature and fell when exposed to near freezing temperatures and increased with warmer temperatures. The device was cleared for implant. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement was reported.